Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708695, serial (B)(4), product type: extension. Product ID: 3387-28, lot# 0210417351, product type: lead. Product ID: 3387-28, lot# 0210417358, product type: lead. Product ID: 3708695, serial (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via a healthcare professional from a clinical study reported the patient had cervical pain at the extension site. Diagnostic methods included the patient reporting the event (B)(6) 2016. No actions had been taken and the outcome was ongoing. It was indicated etiology was reported as related to the device or therapy and not related to the implant procedure. Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the signs/symptoms included cervical pain at the extension site without any extension issues. No further complications were reported/anticipated. Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that no actions/interventions were taken to resolve the previously reported event. No further complications were reported/anticipated. Additional information was received. It was reported that the patient's system was explanted without replacement due to unacceptable complications. There is no further intent to re-implant the patient. The issue was reported to be resolved. No further complications were reported or anticipated. Additional information was received from a health care provider (hcp) via a manufacturing representative. It was reported that the unacceptable complication was cervical pain at the extension site. There were no issues with the extension. It was addressed as related to the extension. The patient's system was explanted. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) of a clinical study indicated the event resolved without sequelae.

Manufacturer narrative:
H6: due to imdrf harmonization, some previously submitted codes related to this event may have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received clarifying that the patient reported retroauricular and cervical pain at extension site.